Event description:
Caller reported that the t: slim x2 pump battery would not charge despite attempts to troubleshoot with different adapters. They initially used a third-party wall adapter and not the original tandem charging cable and wall adapter. Although they tried leaving the pump plugged in for an extended period, the charging connection was not recognized. There was an adverse impact on the customer¿s blood glucose level. Technical support arranged to send a replacement charging cable and wall adapter and later provided a replacement pump with updated software. Reportedly, the customer reverted to an alternate method of insulin therapy.